Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic intermedial hematoma and a 5 mm ulcer approximately 7 months ago. The hematoma was approximately 4.7 cm to 5.2 cm in diameter and was a result of a previous dissection. It was reported that the pt returned for a routine follow-up approximately 1 month ago, and a new 4 mm in diameter x 9 mm long ulcer was noted, most likely due to disease progression. The new ulcer is located proximally to the stent graft material and distal to the tip of the bare spring; however, no endoleaks are present. The physician has elected to intervene for the newly-developed ulcer at a later time. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Evaluation, results/conclusion: disease progression.